Event description:
The valve was explanted due to pannus and thrombus. The pt experienced shortness of breath and was admitted to the hosp. Cine demonstrated one leaflet was fixed and the other leaflet had limited motion with a pressure gradient of 92 mmhg and a mean gradient of 53 mmhg. Urokinase was given for two days; however, it was not effective and reoperation was performed. At explant, there was circumferential pannus ingrowth on the left ventricular side and thrombus was observed in the pivot guard. The valve was removed and replaced with a 21 mm carpentier-edwards bioprosthesis.